Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal compounded baclofen and morphine. The pump was programmed to deliver compounded baclofen 2500mcg/ml at a dose of 1056mcg/day and morphine 1.2mg/ml at a dose of 0.5mg/day. At the time of the event the patient was also taking oral baclofen. The patient reported increased spasticity that has gradually developed over the past few months. There were no other known contributing factors. On (B)(6) 2016 a rotor/dye study was performed. It was discovered that the catheter was no longer in the intrathecal space. The patient will be scheduled for a catheter revision pending insurance authorization. The patient's status was reported as 'alive-no injury'. The issue was not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.